Manufacturer narrative:
(B)(4). Damaged/disengaged feedbar, damaged antiback-up. Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver and the anti-backup teeth were found to be worn out, therefore, causing the functional issue of the instrument. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported during an unknown procedure that the clips would not advance. Clips seemed jammed inside the applier. No clips at the tip of the applier. The device was decontaminated. Another like device was used. There was no adverse patient consequence.